Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: is the lot number of the device involved in this event available? Was there any change in the patient¿s post-operative care as a result of the prolonged procedure?

Manufacturer narrative:
(B)(4). Date sent to the FDA; 3/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code j602h. An unfractured and a fracture needle were received. The fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device involved in this event available? Was there any change in the patient¿s post-operative care as a result of the prolonged procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent endoscopic ovarian cyst surgery on (B)(6) 2020 and suture was used. The port hole of the camera port 12 mm fascial part was sutured by resident and surgeon in turns. The end of the surgical wound on the muscle layer was sutured with z-shape through the 12 mm hole of the navel camera port, then the middle of the wound was sutured by continuous suturing. At the beginning of suturing, there were problems. However, when surgeon started suturing after the resident, the needle holder did not open properly. A nurse wiped the needle holder, then, it became possible to open it. Then, the suturing was restarted. However, it became apparently harder to pass the needle through the tissue. When passing the needle through the fascia, the surgeon felt big resistance. Then, when the surgeon checked the needle tip, it was confirmed that the needle tip had been broken. After that, they searched the abdominal cavity and drape, but they could not find the broken needle tip. X-ray was performed, but it could not be detected. The procedure was extended within 30 minutes. The surgeon opined that the needle broke when the resident pulled it from the tissue with the needle holder, then the broken needle tip was caught in the gap of the needle holder. Then it was removed when the nurse wiped the needle holder with gauze. The patient has been hospitalized and progress is reported as good. There were no adverse consequences to the patient reported. It was reported that no additional treatment is planned. Additional information has been requested.